Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by the presence of cloudy effluent fluid, which warranted antibiotic therapy. The definitive cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the likely cause of the patient¿s peritonitis was poor technique during set-up. Per the pdrn, there is no evidence to suggest a fresenius device(s) or product(s) caused or contributed to the events. In the absence of microbiological evidence, the diagnosis of peritonitis can be made by identifying clinical symptoms consistent with peritonitis and cytological analysis. Based on the information available, there is no allegation or objective evidence a fresenius product(s) or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
It was reported a peritoneal dialysis (pd) patient contracted an infection. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) verified the patient was diagnosed with peritonitis on (B)(6) 2020. The patient presented to the outpatient home dialysis clinic with cloudy effluent fluid. A peritoneal effluent fluid cell count was obtained and revealed a wbc count of 22,680 /mm3, rbc count of 270 /mm3 and a polymorph count of 94% (no peritoneal effluent fluid cultures were provided). The patient was treated with intraperitoneal (ip) ceftazidime 2000 mg daily x 21 days. A follow-up peritoneal effluent fluid cell count was collected on (B)(6) 2020, which showed a positive response to the antibiotic therapy (wbc count of 46 /mm3, rbc count of 16 /mm3, polymorph count of 20%). Causality was attributed to the patient¿s ¿suspected poor technique¿ during set-up. Per the pdrn, the patient is recovering from the events. Additionally, the pdrn reported there was no evidence to suggest a fresenius device(s) or product(s) caused or contributed to the events. The patient continues to utilize the same liberty select cycler as before the events.